Manufacturer narrative:
Physio-control received additional information about the patient involved in this event.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that during an event their device reportedly "froze." The customer indicated that the device user may not have been able to switch to paddles lead ECG; however, that could not be confirmed. The customer also advised that they believed that the device use may have contributed to the patient's outcome due to use error. The customer stated that they will confirm this through their own investigation.

Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, later contacted physio-control to report that they had completed their investigation and concluded that the device was not the cause of the reported issue.  The customer advised that their investigation included (but was not limited to) testing of the device, as well as a review of the electronic records downloaded from the device.  A specific reason, or rationale, about how they came to their conclusions was not provided by the customer.  Once proper device operation was confirmed through functional and performance testing the unit was placed back into service for use. As a result of their investigation, the customer cancelled their service request.  The device has not been returned to physio-control for evaluation. Physio-control has attempted to contact the customer in order to obtain the downloaded electronic records for review.  The customer has not responded to these requests. With the information available, physio-control completed a clinical assessment of the reported event and was unable to determine if the device use contributed to the outcome of the patient.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that during an event their device reportedly "froze." The customer indicated that the device user may not have been able to switch to paddles lead ECG; however, that could not be confirmed.  The customer also advised that they believed that the device use may have contributed to the patient's outcome due to use error.  The customer stated that they will confirm this through their own investigation. There were no further details provided about the patient, event, or issue provided.  Physio-control has attempted to obtain additional information and was advised by the customer that no further details are available.